Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2023-03985. Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-03985. It was reported that following a recent fall, the patient experienced loss of therapy due to migration of both leads. The issue was confirmed via x-rays and reprogramming was unable to resolve the issue. As a result, surgical intervention may be undertaken in the future to address the issue.